Manufacturer narrative:
(B)(4).

Event description:
This lead was attempted but not implanted because when the physician was placing the ra lead, there was some bleed back coming from the sheath that this rv lead was in. When he snapped the sheath and pulled it out, there was significant bleeding and he thinks the vein had a small artery that coursed through it and he plowed through with the lead causing the bleed. The patient was dependent, so this lead was left in place while the physician quickly gained different access and put in another rv lead. Pressure was held and the issue was resolved. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.